Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break and patient complications occurred. The patient presented with non st elevation myocardial infarction (nstemi).the target lesion was located in the bifurcation area of the left anterior descending artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for post-dilatation. However, during retrieval, the device got stuck in the stent struts and the shaft broke at around 15cm from the hub. The broken portion remained inside the patient's body and the patient experienced complications. The patient was then sent for a coronary artery bypass graft and the broken portion was successfully removed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. There was blood in the lumen and balloon. The guidewire exit notch was torn, which lead to the distal shaft separation. The shaft separation was 122cm from the hub. The separated ends were jagged indicating the separation was due to tensile overload. The length of the balloon was torn longitudinally. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the patient experienced intense chest pain and instability while the balloon remnants was still present inside the patient's body.